Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the camera head connected to the system, it flashed and did not improve. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the customer (b5). Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion to the scope mount, electrical contact, and free lock lever. Scratched lens, cracked connector and scratched cable penetration. A root cause could not be identified. Based on the results of the investigation, it is likely the event is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the camera head connected to the system, it flashed and did not improve. The procedure was completed utilizing a similar device. There were no reports of patient harm.